Event description:
It was reported on (B)(6), a 1-lumen PICC with reference number 6174118 and lot reht3398 was inserted in an oncology patient. On (B)(6), the patient attended the oncology consultation, where fluid leaked internally when the treatment was infused, with no further problems for the patient. It was removed and a new one was inserted. Device was discarded after removal.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.